Event description:
It was reported that on two occasions the "vent was showing restart (reset) and that it had turned off" while on the patient. The ventilator inop alarm was not activated. No reported harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation.